Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus for failure analysis investigation. The unit was analyzed and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in left eye. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was placed through friction test using a screening aid that manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed mtf test. The complaint was confirmed by failure analysis. The probable root cause of the image artifact is attributed to damage during use or improper handling. Accidental drops of the endoscope or inadvertent collisions with hard surfaces can result in damaged optical components.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm 0-degree endoscope plus lens were chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no information to provide. There were no reported incidents. The lens looks cracked and was discovered after sterile processing department was done processing it and before it went into the room with a patient.